Event description:
Tbm states the provider states the end user alleged the joystick was smoking while the chair was being charged.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.